Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon said the patient had their initial hip done by surgeon at (B)(6). The case was done roughly 25-30 years ago, so he was unable to pull up records of exactly when the case was done. The surgeon at the time was using s-rom stems, but competitor vitalock acetabular components. The revision was being performed due to patient discomfort. The surgeon believed their cup may be lose, but upon examination it appeared to be stable. He opted to change the liner giving him a bigger head option and allowing him to adjust the position of the liner. A 28mm +6 metal head was removed. After inserting the new liner, a trial reduction was performed with a 32mm +9 head. The surgeon believed a longer neck would help to increase stability. He ended up deciding to go with a 32mm +12 metal head. The implant was opened and inserted. The closing process began. Doi: unknown; dor: (B)(6) 2020; left side.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: h6 (patient code). H6 patient code: no code available (3191) used to capture the device revision or replacement.